Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient's son contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was prompting an "error 2" message. Per the onetouch ultra owner's booklet, a used test strip or a problem with the meter could cause its error message. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the reporter by phone. The patient's son reported that the alleged error message began to appear 2-3 months prior to contacting lfs. The cca noted that the patient was not managing her diabetes with medication and therefore denied taking any action regarding her diabetes management as a result of the issue. However, on an unspecified date/time, after the alleged issue began, the reporter stated that the patient developed frequent urination. The reporter denied that the patient received medical treatment as a result of the issue. At the time of troubleshooting, the cca noted that the error message appeared when a test strip was inserted into the subject meter as well as when the meter was powered on manually. The patent was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.